Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The air was not removed during the preparatory flushing. Upon insertion, the image suddenly turned completely dark and was lost. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath assembly was kinked and there was a wrinkle around the heat shrink tubing of the drive cable and there was a windup in the heat shrink. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140cm from the distal housing. During the flush test, the device could not flush when the telescope was fully retracted and it could not be fully advanced due the severity of the kinks. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause linked to device but unable to trace more specifically following a review of the reported event details and the available information. In this case, the device was returned for product analysis; however, it was not possible to identify the most probable cause of the observed wrinkle at the tubing heat shrink of the drive cable; therefore, limiting the identification of the probable cause of the reported event. Regarding the observed kinked sheath, this failure can occur during procedural advancement, when friction between the catheter, hemostasis valve, guide catheter and lesion resists movement or from external handling forces on the device. Since the DHR review confirmed that the device met all manufacturing specifications, adverse event related to procedure is the assigned cause for this issue.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The air was not removed during the preparatory flushing. Upon insertion, the image suddenly turned completely dark and was lost. The procedure was completed using another of the same device. No patient complications were reported.